Event description:
As reported to the manufacturer by FDA report (B)(4): microstick wire broke off in neck while attempting to place perma-cath. Pt to surgery for retrieval of wire fracture. Additional info received (B)(6) 2011 - the wire shear was successfully removed in the operating room from a neck vessel without complication. The pt was discharged on the same day with no known complications to date.

Manufacturer narrative:
(B)(4) - removal of foreign body is not listed in instructions for use. Breakage of wire is addressed on the provided label. This device is inspected 100% for bends, kinks, adequate joint strength and other surface imperfections prior to transport. In addition each pmg wire guide comes with an attached caution label which illustrates; "withdrawal and/or manipulation of the distal spring coil portion of the wire guide through the needle tip may result in breakage." Without the complaint device we cannot make a conclusive root cause analysis. When we have seen this type of device failure in the past it has generally been associated with the wire guide being damaged by withdrawal through the needle or other instrument. Less frequently, pt anatomy makes withdrawal of the wire guide difficult resulting in separation when the force exceeds design specification. Nothing in the event description points to a possible cause or contributing factors. We will continue to monitor for similar complaints. Insufficient risk per quality engineering risk assessment.